Manufacturer narrative:
H3: analysis found that visually, there was no damage to the box to indicate a cause. A syringe was used to inflate the cuff with 15cc of air and the cuff deflated immediately. There was a 0.04¿ jagged puncture in the approximate center of the cuff nearly aligned with the distal bevel which would have resulted in the reported event. Product information and instructions directs the user to test the cuff for leakage with 15cc to 20cc of air during preparation which would have detected a leak ¿if¿ present during preparation (prior to contact with the patient). H6: the fdm 4114, fdr 3221 and fdc 67 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that after the doctor put the tube into the patient's body during preparation for a thyroidectomy procedure, the doctor found that the tube would leak air at the mouth. Finally, the doctor used gauze to improve the air leak. There was no intervention/planned performed. There was no delay in the procedure. The procedure was completed with the reported device. There was no patient impact.